Event description:
It was reported that noise was observed on the egms. The signal amplitude had decreased to 1.5 mv. During isometrics and while the patient was imitating a shoveling motion, no noise was observed. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.